Event description:
I am caregiver for my husband who has lou gehrig's disease. I bought a stand alone wheelchair lift through a company in (B)(6). As I was lifting my husband into the wheelchair the motor pulled the strap to the patient sling and pulled belt, screws and safety latch up into the motor causing the lithium batteries to overheat and melting part of the casing holding the motor and batteries. Fire department was called, they dis-mantled the casing and the batteries. Fireman had said if I had not called those batteries would have exploded. This motor sits above my husband's head. I called the company, told them what happened. I was told the belts had been put in backward and all the motors in the warehouse had been fixed. I never received a recall letter or any letter stating that there was a problem with the motor. The company did send a new motor; however, they did not send the remote control to move the patient sling up and down. I was told by the company I didn't need a new one, but the fireman told me at the time the remote could have had something to do with the failure of the equipment. This was bought through (B)(6), equipment is a titan 500 stand alone wheelchair lift model #1080. I bought this (B)(6) 2013 for (B)(6). I need to get this remote control, my husband has got to be in wheelchair everyday to prevent blot clots from forming. Also the company wants the failed motor back. Do I send it to them or hold it for you? The overheating happened (B)(6) 2014. The fire incident report number is (B)(6). What do I need to do from here? (B)(6).